Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported blood leak could not be conclusively determined.

Event description:
During an atrial fibrillation procedure, there was a blood leak from the valve. The sheath was inserted into the heart, and the catheter was inserted into the sheath. During rf delivery, blood leaked from the hemostasis valve. The procedure was completed using the same sheath, and there were no adverse consequences to the patient.